Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the physician experienced difficulty positioning the lp with the delivery catheter. It was then noted that the lp helix had stretched. The device was removed and replaced with a competitor device. The patient was in stable condition.

Manufacturer narrative:
The reported event of positioning problem was not confirmed. The reported event of helix stretched was confirmed. Final analysis found the outer helix length was not within specification consistent with procedure related damage. The inner diameter of the button where the bullets on the tether interact was measured and found to be within specification. Further electrical analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.